Event description:
It was reported that the microcatheter fractured. The target lesion was located in the liver. A 135/10 renegade hi-flo kit was selected for use. During preparation, upon unpacking, it was noted that the head of the guidewire microcatheter was fractured. The procedure was completed with another of the same device. No patient complication was reported. Patient was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of a renegade hi flo microcatheter in the hoop. The hoop was flushed during the lab analysis in order to remove the device from the hoop. Analysis of the tip, shaft, hub/strain relief included microscopic and visual inspection. Inspection revealed the outer shaft was separated 1mm from the strain relief with the inner shaft stretched for a length of 6.1cm (in between the outer shaft ractures). Analysis of the rest of the device found no other damage or irregularities.

Event description:
It was reported that the microcatheter fractured. The target lesion was located in the liver. A 135/10 renegade hi-flo kit was selected for use. During preparation, upon unpacking, it was noted that the head of the guidewire microcatheter was fractured. The procedure was completed with another of the same device. No patient complication was reported. Patient was stable.